Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. It was reported that the devices had been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the patient¿s mother that her son had a right knee meniscal repair on (B)(6) 2019. Patient¿s mom states the surgeon had communicated to them that three arthrex anchors failed to deploy during the procedure. The surgeon then switched the procedure to an in and out repair with an additional incision. Patient¿s mom also reported that the surgeon stated the case should have lasted an hour but it took over two hours which she states was a major delay. The mom reports that the patient¿s leg is still numb two days post op and that the surgeon stated the numbness was caused by the tourniquet time which was extended due to the delay in the case. The surgeon informed them that the numbness will take a little longer to go away because of the length of time of the surgery and tourniquet use. Patient¿s mom mentioned that the surgeon stated no photos were retrieved from the surgery. Additional information obtained (B)(6) 2019: it was confirmed that an arthrex sales representative was present during the procedure. A sales rep has provided the following additional information with regard to this incident: during the procedure two of five ar-4201 meniscal cinch ii devices (lot f286466) deployed and worked without issued. Three of the 5 misfired. Of the five devices, the first device failed, the second was successful, the third and fourth failed and the fifth was successful. With the three that failed the first implant was deployed successful. With each of the three the second implant got stuck in the chamber. The surgeon as able to remove each of the three first implants by gently tugging on the suture and pulling back though the path of the needle that had successfully deployed the implants. After the fifth device was used the surgeon did not request another and the surgeon proceeded to the inside out technique which sales rep states was planned prior to the start of the surgery, due to the location of the tear. Surgeon confirmed to the sales rep that there was a follow up call (not an office visit) on (B)(6) 2019 with the patient/patient¿s mom. Surgeon stated the reason for the numbness was due to the time the tourniquet was on, not due to the implants having issue. The surgeon did not advise the sales rep how many devices he was planning to use prior to the case. A total of five ar-4501 devices were brought to the facility for the procedure. This was expected to be sufficient based on past usage. Other products were brought to the case by the rep to have on hand if surgeon wanted to do another technique. This was the first case where the surgeon has used the meniscal cinch ii. The surgeon has performed the inside out technique previously. The devices were discarded by the facility before the sales rep could request they be returned to arthrex for evaluation. The sales rep was unable to confirm if the cannula hit bone or another instrument but did state that none of the device cannula were bent or misshaped in anyway after insertion. Sales rep also confirmed that the buttons were pressed in the correct sequence on every device that was used. Sales rep has been thoroughly trained in the usage of the meniscal cinch ii.